Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: the needle does not safety after insertion.

Manufacturer narrative:
The complaint that the needle does not safety could not be confirmed from the representative 20ga insyte autoguard units that were received in sealed unit packaging from lot # 4354957. A functional test revealed that the needle fully retracted and the retraction time was within specification. No damage or defects were identified on the returned samples. Failure to loosen the catheter from the needle as instructed in the IFU can affect needle retraction. Prior to accessing the vessel, the instructions for use state, "hold the catheter hub and rotate the barrel 360-degrees to loosen the catheter tubing from the needle.". The affected unit was not provided for investigation, and the cause of the reported issue could not be determined. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.